Manufacturer narrative:
This product is registered as a combination product. No further information was available at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received an inappropriate shock. The rv lead was explanted and replaced due to fracture.